Event description:
It was reported the pt experienced a burning pain in his low back and bilateral legs that was exacerbated by standing and walking. The pt also experienced a tingling sensation and numbness in bilateral legs. The pt was not receiving effective stimulation and reprogramming was unable to resolve the issues. The pt's entire scs system was removed.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.